Event description:
It was reported that health care professional (hcp) contacted the field representative regarding our leads. After interrogation it was observed lead safety switch (lss) on the right atrial (ra) lead. As well the ra lead had lead impedances and they were 100 ohms. The leads remain in services. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).